Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2208704 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during preparation and was never deployed inside the patient. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during preparation and was never deployed inside the patient. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2206601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.